Event description:
A customer contacted beckman coulter regarding erroneously low total prostate specific antigen (tpsa) results from two different patient samples that were generated by the access 2 instrument. The initial tpsa results were: 3.9ng/ml and 4.2ng/ml for patient a and patient b respectively. The results for both patients were reported out of the lab. The customer re-tested the patients' original samples for tpsa on the same day. The repeated tpsa results were: 3.9ng/ml for patient a and 4.4ng/ml for patient b. The customer re-tested both patients' original samples for tpsa on the next day. The tpsa results were: 6.3ng/ml for patient a and 6.6ng/ml for patient b. There was no report of change to patient treatment as a result of this event.

Manufacturer narrative:
Qc results were within specifications. No hardware errors were reported. The samples were centrifuged, aliquoted and frozen overnight at another lab. The customer received the aliquots in 12x75mm primary tubes, inverted and then tested on the instrument. Based on available information, the repeated tpsa results appear to be manually entered. The customer stated that there is no evidence of sample misidentification in this event. The customer performed a 10 point precision test with the patient a sample; the results met precision claims and were in the range of 6.2-6.8ng/ml. A field service engineer (fse) was dispatched to the customer lab on 06/20/06. The fse inspected the instrument and found no significant hardware issues. The fse changed precision pump, replaced main pipettor tip and adjusted transducer temperature from 38 degree c to 37 degree c. The fse verified repair per established procedures; the results meet published performance specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.